Event description:
Adverse event(s): "negative dysphotopsia" (visual disturbances). Product problem(s): "none reported" (no information [intraocular lens implant]). A surgeon reported a patient experiencing negative dysphotopsia following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been one other complaint reported in the lot number. Additional information was requested on 04/14/2010 and 05/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).